Event description:
It was reported that the pump touch screen was blank. There was no adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.